Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No further complaints have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists adverse events that may be associated with the use of heartmate 3 lvas, including cardiac arrhythmia. Section 6, ¿patient care and management," lists arrhythmia as a potential postimplant complication. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022, patient reported having two implantable cardiac defibrillator (ICD) shocks due to episode of ventricular tachycardia (vt). The patient presented to the emergency department. The vt was likely triggered in part by decompensated diastolic function (df). The implantable cardioverter-defibrillator (ICD) was reprogrammed for ventricular fibrillation (v)f zone therapy only. Ventricular assist device (vad) speed was increased to 6100 rpm. The event resolved on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.